Event description:
It was reported that the pod's cannula retracted, indicating a needle mechanism failure. The cannula did not insert into the skin and the cannula was not visible when the pod was removed but the pod's pink slide moved forward. The pod was not worn. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s928usqs4cza1 hardware: sm-s928u cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived fully deployed. No damages were found that would result in the cannula retracting. No issues were found regarding the reported event. The exposed portion of the soft cannula was observed to be shortened, preventing fluid from flowing through the complete fluid path. The timing and cause of the observed cannula damage could not be determined.